Event description:
It was reported that the patient used purewick urine collection system in the hospital, and it worked fine. But the patient used it for a week, and it had not worked, but it sucks up water. It was reported that the patient had been using this product less than 90 days. Per additional information received via liberator on 08feb2022, stated that the patient did not know how to use the purewick urine collection system. They went over troubleshooting, how to reset valve and explained cleaning. They did water test and machine did suction. They went over wick placement and replaced wicks due to being defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient used purewick urine collection system in the hospital, and it worked fine. But the patient used it for a week, and it had not worked, but it sucks up water. It was reported that the patient had been using this product less than 90 days. Per additional information received via liberator on 08feb2022, stated that the patient did not know how to use the purewick urine collection system. They went over troubleshooting, how to reset valve and explained cleaning. They did water test and machine did suction. They went over wick placement and replaced wicks due to being defective.